Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. There was no impact to customer¿s blood glucose level. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was resumed. Reportedly, the customer will continue to use the pump for insulin therapy, and has manual injections as alternate insulin therapy.